Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation. The patient developed an abrasion underneath the garment on his sides. There was no alleged device malfunction. The patient's doctor bandaged the irritation and prescribed medicated cream. Follow-up indicated the patient's irritation improved.